Event description:
A customer contacted beckman coulter (bec) to report ind-flagged "no value" troponin I (accutni) results generated by an access 2 immunoassay system on mutliple qc and patient samples however the customer did not report specifically how many samples were affected. There was no injury or impact to patient treatment associated with this event.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting over the phone and advised the customer to complete a system check which failed with a washed cv (coefficient of variation) of approximately 80% (specification is less than or equal to 12%). A field service engineer (fse) was dispatched on-site and found that the fluidics wash line was split at the fitting. Fse replaced it and then performed a system check which passed with all parameters within specifications. Fse verified that qc was within the customer's established limits. Instrument was verified as performing to published performance specifications. The likely cause for the ind-flagged "no value" accutni results is attributed to the failure of the fluidics wash line.